Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the implantable cardiac monitor (icm) exhibited undersensing of r waves which triggered false episodes of bradycardia. Programming changes were made. The patient was in stable condition.